Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm edwards surgical valve in the aortic position was disabled after an unknown implant duration due to aortic stenosis. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve. The patient did well post procedure.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 25mm edwards surgical valve in the aortic position was disabled after an implant duration of approximately 22 years due to aortic stenosis secondary to calcification. The patient was presented with heart failure and shortness of breath. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve. The patient did well and was stable post procedure.